Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, broken of plug strap and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening and broken striated. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening; broken striated of plug strap assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.